Manufacturer narrative:
H3) the suction was returned for analysis. Functional testing determined that when connected to a known good system, the returned straight suction was able to verify but with a high divot error of 1.9mm to 2.0mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-14 mpxr 1282158, 00838216 (rep, hcp, for): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a time when the instrument could not verify because the distance to divot was 2.5 mm.  There was no patient involvement.